Event description:
Reporter indicated that a patient had an infection that was located at the generator site. The infection was bacterial and related to implant surgery per the reporter. The patient was prescribed antibiotics as an intervention. The patient also developed a vaginal yeast infection which was potentially related to the implant procedure. The yeast infection was also potentially a reaction to the antibiotics given for the generator site infection. The reporter has stated the patient has fully recovered from the generator site bacterial infection and vaginal yeast infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.